Event description:
It was reported to medtronic minimed that the customer experienced pump had a crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-213a, mmt-1780kl. Troubleshooting was performed for bumped/dropped/cosmetic damage. Customer reported battery life lasting 2 1/2 weeks when cgm was connected to pump along with no insulin delivery alarms. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-213a. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error or insulin flow blocked alarm noted during testing or in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly. However, moisture damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked keypad overlay, corroded battery tube, corroded motor home switch. Pump passed required testing and no unexpected insulin flow blocked alarms or power error noted during test. Cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.